Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between october 12, 2023 and october 17, 2023. H11: two (02) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of a leak. Functional testing was performed on sample #1, and there were no issues noted. For sample #2, the sample was received without the tubing connected to the valve set, therefore, the sample could not be tested. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from an unspecified location. This was observed during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.